Manufacturer narrative:
This supplemental report is being submitted to provide additional information. In the end, the third test result had not been provided by the user facility. The subject device has not been returned to olympus medical systems corp. (Omsc). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4) for evaluation. Olympus (B)(4) checked the subject device and found followings; the bending section was dent. The bending angle did not meet specification/angulation was slack. The bending rubber adhesive was detached. The light guide tube had wrinkles. The auxiliary water inlet was loose. The control unit was deformed. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as the results of multiple microbiological testing for positive at two times by the user facility as follows. The user are currently awaiting the results of the third test, which will be supplemented as soon as it is available. First time; (B)(6) 2021: cryptococcus sp. (1-10 cfu). Fungus(unidentified) (1-10 cfu). Second time; (B)(6) 2021: cryptococcus sp. (1-10 cfu). The device had been reprocessed with a non-olympus automated endoscope reprocessor, soluscope 3paa, using peracetic acid. There was no report of infection associated with this report.